Event description:
It was reported that the power module had smashed casings.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage on the streamline cable. The reported event of damage on the housing was confirmed via evaluation of the returned power module (serial number: (B)(4)). The returned unit was inspected at service depot revealing multiple cracks on the front housing and that pieces of the housing had split off from the unit; cracks were also observed near the front handle on the middle of the housing. Further inspection revealed a broken screw holder inside the bottom housing and small cracks near one rubber foot. A purchase order was requested to the customer to perform repairs and testing on the unit; however, no response was received from the customer. The power module was returned to the customer without any repairs. No functional testing was performed on the returned unit. The root cause of the reported event could not be conclusively determined through this analysis. It should be noted that the manufacture date of the power module is 25 april 2012. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the power module, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 09may2012. There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. The manufacture is closing the file on this event.